Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that when using the philips heartstart xl defibrillator to cardiovert a patient, the machine screen turned black and then flashed an error code. The user noted that the power light and the battery light to the machine were still on. The user then turned the machine off and on again and proceeded to cardiovert the patient. There was no adverse patient impact.